Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two months after initial bi-lateral tka, the 76 y/o male patient had drainage of hematomas on both knees. The patient used the prosthesis for a year then wear caused particle disease. Then, approximately 2.5 years post initial bi tka, patient had first left knee revision surgery for a change of worn plastic component where only the worn component was removed and exchanged.

Manufacturer narrative:
H3: the revision reported may have been the result of prosthesis wear. Possible reasons for wear include malalignment between the implants, high contact stresses, third body wear, patient-related conditions, or any combination of these possibilities. For this case, the extent and cause of the reported tibial insert wear could not be determined since the device was not returned for evaluation and images of the explant were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, h6 (annex e, d).